Event description:
It was reported that during a remote follow up, noise was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
Additional information was received indicating the noise resulted in oversensing on the device.